Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous upper arm shunt. The 8.0 x 60mm sterling mr balloon catheter was inflated at 8atms and ruptured on the 1st inflation. The procedure was completed with a 6.0 x 40mm symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous upper arm shunt. The 8.0 x 60mm sterling mr balloon catheter was inflated at 8atms and ruptured on the 1st inflation. The procedure was completed with a 6.0 x 40mm symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR:there was contrast in the inflation lumen and wire lumen. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) of 14 atm with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification of not confirmed was assigned. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).